Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited loss of sensing. The lead was capped and replaced on (B)(6) 2016. No patient symptoms were reported. No further information could be obtained.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the lead had a history of high impedance and high capture thresholds and programming changes had been made.